Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing frequent ipg charging and was also experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.